Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer was unable to delivery bolus. Customer's blood glucose was 447 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.